Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that since the date of implant (doi), the patient was not noticing any improvement in their symptoms. The device "hurt" the patient at first and they kind of expected that. This occurred for "about the first 3 weeks," and it "turned red a little," and the patient was on antibiotics. The caller initially clarified the implant site was red and that was the reason the patient needed to take antibiotics. The caller later stated the patient suffered from a bladder infection (uti) following getting the implant (not alleged to be related to device/therapy), and stated the patient had to take antibiotic medication for that. They were told to go to the primary healthcare provider regarding the uti. The caller stated they believed this was all cleared up and the patient was "ok". Since then (clarified since doi), the ins "doesn't seem to be doing anything for [them]," which the caller clarified meant the patient was still getting up at night just as often as they were before. The patient got the ins to help with urinating too often at night and needing pads. Things had "slowed down a little bit", but it was reported that every 30 minutes was still too often. The caller's reason for the call was to inquire about therapy settings and if it needed to be "reset". They were walked through connecting with the patient's ins. They were initially getting device not responding. The caller stated they could feel a "little bump" under the scar at the implant site and they assumed this was the ins. They successfully connected with the ins and confirmed therapy was on at 0.9 volts. Therapy and a stimulation overview were reviewed. The caller increased the patient's stimulation from 0.9 volts to 1.0 volts on the call and stated they were initially feeling stimulation in their lower left buttock (confirmed in bike seat area). They later stated the patient reported feeling stimulation also going down their right leg down to their foot. The patient decreased stimulation to 0.9 volts and confirmed the feeling of stimulation in their right leg "let up". The roles of the help line and healthcare provider were reviewed, as well as the process to coordinate an appointment with a manufacturer representative. They were redirected to their healthcare provider to coordinate an appointment if needed. The caller stated they thought the patient had a doctor's appointment coming up on monday. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.